Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. It was noted that the aortic body stent graft radiopaque markers were difficult to observe under fluoroscopy, and with significant manipulation, it was difficult to orient the device to its intended position prior to deployment due to tortuous anatomy. Upon polymer filling of the stent graft, the polymer syringe was observed to have emptied within 10 seconds. The patient experienced hypotension which was successfully treated for a hypersensitive reaction per the device IFU; it was also noted that the patient developed a rash on the left of the back with reported pain. Under fluoroscopy, the contralateral leg of the graft appeared less opaque; however, the ipsilateral and contralateral iliac limbs were successfully deployed without incident. The final angiogram showed the presence of a type ia endoleak and the patient will continue to be monitored. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
A clinical assessment was unable to be completed due to no intra-operative and post-operative imaging. In addition, the device stent graft was not available for return as it remains implanted. The delivery system has been returned for evaluation but no failure was found with the device. Based on similar events, the fluid leak and subsequent patient hypotension and skin rash was determined to be likely device related due to a potential compromise in the stent graft fill channel and/or a compromise in the mating junction of the delivery system and stent graft; however, this could not be definitively confirmed without a review of the device. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.